Event description:
The pump was returned for investigation. Evaluation revealed that the display lens was scratched within field of view. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the display lens was scratched within field of view. (B)(6).